Event description:
The pt's friend called lfs on their behalf alleging that their one touch basic enhanced meter would not power on. The meter had allegedly not powered on for 2 weeks. Pt had been using another meter during that time. Pt's friend reported that pt had to go to the hospital to have their blood glucose level checked. Pt did not have any symptoms during the time of concern. Pt was admitted for one week. During the one-week hospitalization, their diet was analyzed and pt was treated intravenously. The customer service representative confirmed that the battery contacts were in good condition and the battery was replaced less than 1 years ago. The reporter indicated that the battery was not correctly installed. The meter did not power on even after the battery was placed in correctly. Pt's meter was replaced. The pt did not alleged harm. There is no information to suggest that the pt experienced injury or medical intervention due to the meter. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.